Event description:
It was reported that the helix remained extended when attempting to reposition the lead during the implant procedure. Attempts to extract the lead were unsuccessful and the physician removed it femorally. The lead was not used. When the lead was extracted, tissue was noted on the helix. A different lead was placed. No further patient complications have been reported as a result of this event.

Event description:
Customer reportedly received results of 3.4 mmol/l on either compact plus system 1 or on compact plus system 2 and 14.0 mmol/l on either mobile system 1 or on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Customer was unsure which lot produced the discrepant result obtained on the mobile system. This medwatch report is for the suspect device used in mobile system 1 (lot number 27705331, expiration date 10/31/2011). (B)(4).